Manufacturer narrative:
Product ID 3778-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead; product ID 3778-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead; product ID 37754, lot#, serial# (B)(4), implanted: explanted: product type recharger; product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was in the ER last night/early this morning and was diagnosed with an infection of either staff or strep over the implant. Neither the patient or the ER were able to reach his physician. The patient indicated the ER directed him to come back if he could not reach his physician. He was unsure if he should turn the stimulation off or not. The patient was instructed to contact his physician or return to the ER if his physician could not be reached. Additional information was requested, but was not available as of the date of this report.